Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct. The procedure date was not reported. According to the complainant, a planned stent removal was performed on (B)(6) 2020. During the procedure, when the physician attempted to remove the stent, it was noticed that the advanix stent was broken at the distal end. The broken pieces of stent were retrieved with a snare and the procedure was completed successfully. No new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.